Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained clonidine, bupivacaine, and dilaudid all at unknown concentrations and doses. It was reported the patient just had a mastectomy (one breast totally removed). A family member reported he thought the patient¿s pump was out because the patient was suffering bad withdrawal symptoms. The family member stated the patient needed the pump refilled, but they moved and didn¿t have a managing health care provider (hcp). The patient was trying to find a new hcp in the area. The family member stated the alarm was not sounding and the alarm date should have been (B)(6) 2016.

Event description:
Additional information received from a healthcare professional on (B)(6) 2017 reported on (B)(6) 2016 per logs patient's pump was empty. It was noted healthcare professional (hcp) had access to the 8840/personal therapy manager (ptm), which showed an empty pump alarm was occurring. It was noted patient missed a refill due to relocating and could not find a hcp to fill the pump. Patient was back in (B)(6) today ((B)(6) 2017) to get the pump filled. Empty pump considerations were reviewed, and it was reviewed why no priming was needed. It was noted the pump was refilled on (B)(6) 2017, and patient experienced withdrawal as a result of the pump going empty.

Manufacturer narrative:
(B)(4).

Event description:
The patient was receiving intrathecal hydromorphone 10 mg/ml, clonidine 625 mcg/ml, and bupivacaine 20 mg/ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.